Manufacturer narrative:
Product failed functional testing with low impedance error message when probe is engaged. Root cause of error is the probe receptacle is burned and melted. Front harness pn: 550039 is shorted out causing low impedance readings and error message. Possible defective probe or wet probe connector was used. No corrective action or further investigation is warranted at this time. (B)(4).

Event description:
It was reported that during a knee arthroscopy with cruciate ligament shrinkage procedure, using rfb, vulcan generator, ce mark device, the vulcan generator did not activate the probe. It is unknown if there was a procedural delay. There was no back-up device available. It is unknown it there were any patient injury or complications reported.